Event description:
I used fixodent from approx early 1992 until 2002. I stopped using this because it left a nasty after-taste and a gritty feeling. I stopped using seabond because it left a slimy taste in my mouth. I was diagnosed with neuropathy and anemia in 2008. I will get my blood tests in the next few days. Dose or amount: denture cream, frequency: once daily. Wafer. Once daily. Dates of use: 1992 to 2008. Event abated after use stopped: no.